Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-06756. It was reported that following a coronary artery stenting treatment procedure, the patient had heart failure. In (B)(6) 2013, the patient was referred for cardiac catheterization per the study protocol. The target lesion was located in the mid extending into distal right coronary artery (rca) with 85% stenosis and was 70mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of two promus element stents of size 2.50x38mm and 3.00x38mm, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the site reported an event of heart failure. The patient was hospitalized and treated with medication. The patient was recovering and the event was resolving.